Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the distal right coronary artery (rca). The lesion was pre-dilated and the 3.0x12mm liberte stent was advanced however was unable to cross to the distal lesion. Upon removal it was noted that the stent struts were ¿not in good shape¿. The procedure was completed with another 3.0x12mm liberte stent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the distal right coronary artery (rca). The lesion was pre-dilated and the 3.0x12mm liberte stent was advanced however was unable to cross to the distal lesion. Upon removal it was noted that the stent struts were "not in good shape". The procedure was completed with another 3.0x12mm liberte stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the liberte/veriflex stent delivery system (sds) was returned with a product mandrel through the wire lumen. There was no visible contrast or blood. The balloon was tightly folded. The stent was secure between the markerbands. The tip was elongated/necked down and stuck on the product mandrel. There was no damage to the stent. The protective tubing was not returned, indicating the product mandrel was removed, then replaced after unknown handling/use of the device. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).